Manufacturer narrative:
The insulin pump passed the functional tests. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched liquid crystal display window and scratched reservoir tube window.

Event description:
It was reported that customer needed information on the scroll wrap recall and wanted to correct it. Advised the customer will process the scroll wrap insulin pump exchanged eform. Customer stated had blood glucose of 407 mg/dl before and treated with bolus. Customer's blood glucose now was 306 mg/dl and treated with a 2.4 units. Offered to troubleshoot high blood glucose but declined. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).